Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: could you please provide the lot number? This was not available. How was the procedure completed? The surgeon continued to use the ethibond but was unhappy that it frays when using the robot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a robotic assisted low anterior rectopexy procedure on (B)(6) 2021 and suture was used. During the procedure, the surgeon mentioned that when using the suture with the robot that the suture seems to shred easily while tying the knots and it is difficult to manage. There were no patient consequences reported. Additional information was requested.